Manufacturer narrative:
Correction field: b5. Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the contaminated pneumatic module assembly (0997-00-1178). Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had blood back issue. Balloon was ruptured. Customer reported possible blood back in unit. No harm or injury to the patient was reported.